Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pelvic floor repair procedure to treat stress incontinence, uterine prolapse, cystocele, rectocele and enterocele on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient had mesh removal procedures in (B)(6) 2009, (B)(6) 2010 due to erosion of the mesh into the patient's vagina, bladder and urethra, and pain. The patient had a burch urethral suspension on (B)(6) 2011. (B)(4) mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00531. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure to repair stress incontinence in approximately (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure in order to treat retroflexed uterus and mesh was implanted along with the concurrent procedures of cystometrogram and cystoscopy. It was reported that following insertion of the mesh the patient experienced chronic pelvic pain, vaginal area pain, urinary leakage, urgency and frequency with urination, difficult bowel movements, mesh erosion, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6).